Event description:
A pt was using a novopen 3 insulin delivery device for type I diabetes, developed diabetic ketoacidosis. The pt began to experience symptoms of elevated blood glucose levels, they consulted the nurse regarding their symptoms, and reported that the device was not administering their prescribed amount of insulin. The nurse reported that the pt does not check their blood glucose levels on a regular basis. Upon examination of the device, the nurse noticed that the circular portion of the piston rod was missing and that the stem of the piston rod was loose, rolling back when the device was tilted back. The pt went to the emergency room, where their blood glucose level was found to be 540 mg/dl. Pt was diagnosed with diabetic ketoacidosis and admitted to the hosp to receive insulin therapy. Pt recovered and was discharged home the following day. The nurse reported that the pt began using a new novopen 3 device after their discharge from the hosp and their blood glucose levels have remained within normal limits. The nurse did not know if the pt had made any changes to their diet, medications or activity level at the time of the event.